Event description:
Provider states the pins that allow the front riggings to attach to the chair fell out. Also the black latch that allows for the adjustment of the front riggings broke. It was learned in speaking with the reporter that no injury had occurred. Parts sent for repair. If any further information is received, a supplement report will be filed.